Manufacturer narrative:
The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. As a preventive measure, the needle instruction manual states, "always have a spare instrument available in case the primary instrument malfunctions and to prevent breakage, the needle instruction manual also warns, do not use an aspiration needle that has an irregularly bent or deformed needle tube. Do not apply bending force to the handle section. Doing so may damage the instrument and/or endoscope. Do not coil the insertion portion with a diameter of less than 150 mm. Doing so could damage the instrument. Do not try to straighten a bent or deformed needle with your hands because the needle may break. In addition, the instruction manual also has directions for pre-procedure visual inspection and functional verification of the needle device. If the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The service center was informed that during a therapeutic endobronchial ultrasound (ebus) procedure, the distal tip of the catheter was "demolished". The broken distal tip of the catheter was found and retrieved with a grasping forceps. There was no bleeding and injury reported. The procedure was prolonged by about 30 minutes.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the DHR review. The DHR (na-u403sx-4019 fr846648) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.